Manufacturer narrative:
The complaint of the unit moving in reverse on its own cannot be confirmed. Attempts to contact the dealer for more information were unsuccessful. The device was not returned and no return is expected. Based on available information, the underlying cause could not be determined. If more information is received, the decision will be reevaluated.

Event description:
The dealer stated the end-user called him to report that her tdxsp chair moved in reverse on it¿s own.